Event description:
After use of bovie during surgery, noted bovie extended tip to be glowing yellow and a 1/4 end of tip was melted. Bovie extender tip, hand held bowie pencil, bovie pad and bovie unit changed.